Manufacturer narrative:
Concomitant medical products: 6719 crdm adaptor, implanted: (B)(6) 2015; 507645 lead, implanted: (B)(6) 2015; 419688 lead, implanted: (B)(6) 2015.

Event description:
It was reported that intermittent t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. In addition, the issue was noted to have also occurred in the past, and reprogramming was performed for rv lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.